Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4)

Event description:
Patient was revised to address an implant fracture. It was reported that the patient fell.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. A complaint database search finds no additional reports against the reported product and lot combination. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor. Based on the inability to determine a root cause, a need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of provided radiographs confirm the reported device fracture. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Pi reopen due to the receipt of additional x-ray discs on (B)(6) 2018. Based on the previous analysis performed, no additional information can be found that would draw an alternative conclusion to the investigation. Therefore, no further investigation is necessary. Device history review: DHR reviewed - no non-conformities were noted. Supplier quality (B)(6)- review of incoming inspection device history record has found there to be no anomalies or concerns with the material. (Jdc (B)(6) 2016).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Review of provided radiographs confirm the reported device fracture. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. DHR reviewed - no non-conformities were noted. Supplier quality (B)(4) - review of incoming inspection device history record has found there to be no anomalies or concerns with the material. (B)(4) (B)(6) 2016). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated: patient code.

Event description:
Primary operative notes 3-16-2012 indicate the patient received a left distal femur replacement with hinge hemiarthroplasty due to osteosarcoma of left distal femur (date of onset (B)(6) 2011). It is documented that the patient completed neoadjuvant chemotherapy 2 months prior to procedure. A resection procedure including radical resection of the distal femur tumor and formal dissection of neurovascular bundle distal femur without repair was performed prior to the reconstruction. The procedure was completed without complication noted by the surgeon. Revision note (B)(6) 2016 indicates the patient received a revision of left total knee arthroplasty salvage prosthesis due to failure of left total knee arthroplasty salvage prosthesis. Procedure details indicate there was dark staining of metal debris at the site failure. When reaming the tibia, a defect was sustained proximally. A long stem component that would extend past the defect in the medial cortex was used. During the removal process of what was left of the distal femur implant, a crack was also noted in the distal femur. Pathology report of left knee periprosthetic biopsy ((B)(6) 2016): fibrovascular tissue, negative for acute inflammation.